Event description:
New information received notes that programming changes were made to address the issue. There were no patient symptoms.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock/therapy after the misinterpretation of a supraventricular tachycardia episode. The patient would continue to be monitored, and there were no patient consequences.